Manufacturer narrative:
(B)(4). Epithelial ingrowth with corneal melt. Evaluation: field service specialist (fss) checked system on (B)(4) 2011 and completed quarterly preventative maintenance, verified energy readings and cleaned optics. Performed a z-offset calibration and did adjustment. System meets all amo specs.

Event description:
Lift flap enhancement procedure (B)(6) 2010. During follow-up visits with comanaging optometrist, affiliate noted late epithelial ingrowth od. Re-lift/removal scheduled for (B)(6) 2011. Vasc prior to epi removal 20/30 +2. On (B)(6) 2011, 1 week post op, vasc od 20/20 no epi ingrowth noted. Referred back to affiliate for continued care. (B)(4) used during enhancement, intralase used for flap creation during primary procedure (B)(4).